Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) stated they had spoken with the office regarding this. They did do an impedance check with this patient after a fall she had in which she broke her ribs. Impedance was within normal limits and her interstim device was working normally with no pain or problems. Her voiding symptoms were well controlled and nothing further was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The representative received a call today from a nurse at the doctor's office regarding this patient. The nurse told the representative she saw this patient to reprogram her implant at which time the patient told her she fell backwards right on her battery and has had a return of her urinary symptoms of leaking and frequency since her fall. The nurse further told representative the patient complained of a shocking sensation in the vagina. The nurse told representative she was able to program patient. Such a way that patient was comfortable. The nurse did not perform impedance check. The nurse did not know the cause of the fall. They made an appointment for the patient to return to the office on (B)(6) 2019 at which time rep will assist nurse in performing an impedance check. On (B)(6) 2019 an impedance check will be performed at which time the physician will make a decision as to how he would like to proceed. The issue was not resolved at the time of this report. There was no surgical intervention planned or that occurred. There were no further complications reported at this time.